Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported that they were placing the PICC and grasped the orange handles of the peel away sheath to remove it but it wouldn't fully tear apart. A thin piece of the orange handles would not tear. They couldn't keep pulling on the handles because it was putting pressure on the catheter. I had to carefully use the scalpel to get the piece to completely come apart. The PICC was not damaged. Everything else in the procedure was appropriate. It was reported this occurred with two devices. This report addresses the second device.